Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29s tendyne mitral valve lp was chosen for a procedure. During procedure, the patient's activated clotting time (act) levels were approximately 300s. An apex bleeding was noted during implant and a blood transfusion was required. The cause of bleeding was rupture of purse strings. The patient was reported stable.

Manufacturer narrative:
It was reported that an apex bleeding was noted during implant of tendyne valve. A blood transfusion was required. The device remains implanted and will not be returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported bleeding was due to ruptured purse strings; however, this cannot be confirmed. The exact cause could not be determined. The patient was reported stable. The medical intervention was result of blood transfusion. There is no indication of a product quality issue with regards to manufacture, design, or labeling.